Event description:
The customer called to report the paramedics were called to his work due to very low blood glucose levels. The insulin pump did give a low blood glucose alarm, but he did not hear it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.